Event description:
Patient implanted with caldera t-sling on or about (B)(6) 2007. On or about (B)(6) 2010, patient was implanted with caldera desara sling, and a competitors mesh. As a result, patient experienced mental and physical pain and suffering, has sustained permanent injury, has had corrective surgery and will likely undergo further corrective surgery.